Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2011.

Event description:
The IV was inserted by a pediatrician into the patient's right hand on (B)(6) 2011 at 16:15. There were no complications during insertion. The catheter was found broken inside of the vein. An ultrasound on (B)(6) 2011 confirmed the presence of the catheter in the patient's arm. Also on (B)(6) 2011, a two-hour surgery was performed in attempts to retrieve the catheter tubing. The surgeon noted that the catheter appeared to be in subcutaneous tissue and could not be removed. Removal will be attempted again, once swelling on the patient's hand has decreased. The patient was discharged with a surgical follow-up.